Manufacturer narrative:
The lens was returned in the lens case. Solution is dried on the lens. A spot is observed near the center of the lens that is damaged. The reflection of this damage gives the appearance of a white area. Small scratches are observed around the damaged area. These scratches may be a result of trying to remove this damaged area thinking it was foreign material. Additional damage is observed to the lens. One haptic is broken in the gusset area (not returned). The optic is split\cut from the edge across the optic. Two deep scratches are observed on the anterior surface of the optic where the optic is split. Two small splits are observed on the edge of the optic. A small crack with missing lens material is observed on the anterior surface of the optic. Marks are observed on the optic in the shape of a surgical instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Foreign material was not observed on the lens. A spot is observed near the center of the lens that is damaged. The reflection of this damage gives the appearance of a white area. Small scratches are observed around the damaged area. These scratches may be a result of trying to remove this damaged area thinking it was foreign material. Additional damage is observed to the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that during a cataract extraction with intraocular lens (iol) implant surgery, the surgeon implanted a lens and noticed a white spot present on the center of the lens. The surgeon tried to remove the white spot but it was embedded in the iol. The surgeon removed the iol during the same surgery and implanted the same model lens without any issue. No further information is expected.